Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 9. Details of surgery: implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2026, fracture of the implant was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain, swelling, bleeding, fistula and inflammation. No further patient complications were reported.